Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump turned off during therapy (medication, dose, programmed amount and delivery rate unknown) while the patient was being transported for an exam. The medication program was erased when the nurse turned the pump back on and the nurse had to program the pump for the rest of the delivery. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'during the transport of a patient for a exam, the pump was turn off' which were verified through a review of the event history log by the multiple presence of 'improper shutdown!' Messages. Evaluation did not reveal a malfunction of the pump related to the failure. During testing of the customer's returned battery module the battery was found to alarm for bc01 (battery won't charge). As it was reported the pump was operating on battery power at the time of the power failure, the battery failing to charge is the most likely cause of power loss. The battery module was replaced. Should additional relevant information become available, a supplemental report will be submitted.